Manufacturer narrative:
Additional information was requested but was not yet available.

Event description:
It was reported that egms were missing during interrogation of the device. Abbott technical support was contacted and recommended reprogramming to resolve the event. The device was explanted and replaced. The patient was stable and there were no adverse consequences.

Event description:
Additional information was received that the device was not explanted and remains implanted in the patient. It was reported that egms were missing during interrogation of the device. Abbott technical support was contacted and recommended reprogramming which was performed to resolve the event. The patient was stable and there were no adverse consequences.